Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level went up to 450 mg/dl. She ended up treating her blood glucose level manually. The customer kept receiving no delivery alerts. The customer changed the infusion set three times and the reservoir as well. The customer vomited twice and made frequent bathroom visits. The customer treated her blood glucose level with the insulin pump as well. The no delivery alarm was resolved by changing the complete set. The device was not returned.